Event description:
The international customer reported the ventilator restarted during operation in normal ventilation mode. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician reported initial extended self testing (est) and operation of the device had passed testing. Review of the device diagnostic history noted a 24/+-12v power fail occurrence at the time of the reported problem. The service technician reported the power supply will be replaced to address the reported problem.